Event description:
The pt called their dr's office because pt was bleeding from several sites. Pt was instructed to come in and have their prothombin time checked. The suspect device was used and a result of 3.3 inr was obtained. Pt was sent to a lab and that result came back at 12.0 inr. Pt was brought back for a second lab and the value was 15.0 inr. The pt went home and was contacted by the dr's office and advised to go to the hosp for admission. Pt did follow orders and was admitted to the hosp. No other info was provided. Controls were reported as being out of range on the suspect device. The suspect device was replaced with new product and then authorized for return to the MFR for eval.